Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced a shocking sensation. As a result, surgical intervention was undertaken on (B)(6) 2025 where it was visually confirmed that the right extension was fractured. The right extension was explanted and replaced.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection and resistance testing of the returned lead showed a broken internal wise was found.